Manufacturer narrative:
The exact event date is unknown but occurred during the week of (B)(4) 2011. The investigation results of melted extrusion. A visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 6 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. During manufacturing, tome devices are 100% inspected, the melted/split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-03494 and MFR. Report # 3005099803-2011-03495. It was reported to boston scientific corporation that three autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the after rotating the tome several times the tome was not able to bow. A second autotome was obtained and after rotating the device several times the tome was not able to bow. A third autotome device was obtained and after rotating the device several times the tome was not able to bow. It was reported that there was no visible damage on the three devices. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; two of the three devices have melted extrusion.